Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with non-sustained rv oversensing via merlin.net. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. The patient did not receive therapy during the oversensing. Programming changes were made. Further actions will be discussed with the physician.

Event description:
New information received indicates that previously recommended programming changes were not made, the nurse is not sure why. The patient continues to receive episodes of nso via merlin.net transmission. Further actions will be discussed with the physician.